Event description:
It was reported that anchor failed during surgery, which caused 5 minutes surgical delay. No patient harm was reported for this event.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was not confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : discarded by the hospital.

Manufacturer narrative:
Customer has not indicated whether the product will be returned to zimmer biomet for investigation. Reported event was not confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that anchor failed during surgery, which caused surgical delay. No patient harm was reported for this event.